Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file, a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported the patient was hospitalized on some time in september or october due to an incident of diabetic ketoacidosis. The reporter states that the patient was hospitalized "over two months ago" due to hyperglycemic complications. The reporter stated the patients blood glucose had been running quite high for some time, which they had been attributing to her usage of pain medications. On one occasion she was incoherent and when they tested her blood glucose it was "high" on both her meters. She was hospitalized and diagnosed in diabetic ketoacidosis. She was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.